Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, clear passage testing, and underwater pressure testing were performed. The device did not pass these tests. A leak and a partial block were identified between the tube and luer lock assembly during testing. The cause of the condition was determined to be an assembly issue during manufacturing. Excess solvent was applied leading to blockage. The increased pressure from the blockage caused the leak. To address this issue, the manual assembly process was updated, and training was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link microbore extension set leaked from the screw hub connection. The leak was identified during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.